Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet paired with a dexcom g6 experienced repeated sensor warmup completion without data and was prompted to start a new sensor, after which pairing to the ilet failed and blood glucose rose from approximately 150 mg/dl to 304 mg/dl; the user replaced both the sensor and transmitter and was guided through connection steps. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact, no outside assistance, and no medical intervention. Investigation included customer troubleshooting to pair a new transmitter and sensor to the ilet. Investigation of this case revealed a connectivity issue between the cgm components and the ilet leading to loss of glucose data and subsequent elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was a pairing failure between the cgm system and the ilet.